Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjo (B)(4) on behalf of arjohuntleigh inc. Please note that this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
The maxilift is a lifter used for lifting and moving pts. It was reported from the customer while lifting pt from chair to place on scanner table the hoist suddenly dropped a few inches. Dropping pt on the table. There was no injury.